Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone directional atherectomy along with non-medtronic 90cm 6fr sheath and 0.014" guidewire during procedure to treat a little calcified fibrous, plaque lesion in the right distal posterior tibial artery (pta) with chronic total occlusion (cto-100%). No embolic protection was used. The vessel was little tortuous. The vessel diameter and lesion length are 3-4mm and 200mm respectively. The vessel was pre and post dilated. IFU was followed. Tip detached occurred with no resistance felt. It was reported that after one successful pass down the pta, the catheter was slightly rotated and the device was retracted proximally to prepare for a second pass when it was noted that the wire had retracted with the device all the way up into the sheath. The device was removed from the sheath and it was missing the entire nosecone . The nosecone was located in the distal end of the sheath. Af ter utilizing syringe suction the nosecone lodged into the proximal section of the sheath where it was isolated and the sheath was cut away to preserve the nosecone. Nothing remained at this point in the patient. Procedure was completed by introducing new sheath and wire, and performing angioplasty. There was no patient injury reported.

Manufacturer narrative:
Additional information: no surgical intervention was required for the device removal. The physician was able to aspirate the nosecone into the proximal sheath and the sheath was cut and nosecone and sheath was removed. Some blood loss occurred at the point to place a new sheath. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation the hawkone distal tip assembly returned inside the introducer sheath and was removed during analysis with no issues. Visual inspection of the device shows a 90-degree bend in the strain relief. Visual inspection of the detached tip assembly shows frayed edges at the proximal end and biologics visible on and inside the housing. A 0.014¿ guidewire from the lab was front loaded via the tip and exited out the proximal end of the guidewire lumen with no issues. The detachment site on the catheter shaft is visible just distal to the anchor pockets. The cutter returned connected to the drive shaft with no damage noted to the blade. Visual inspection under a microscope shows the proximal end of the detached housing with frayed coils and damaged gw lumen. The detachment site is visible just distal to the anchor pockets and both hinge pins are visible and intact. No damage noted to the cutter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.